Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer restarted suddenly and displayed an error message. The programmer passed all functional testing. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer restarted suddenly and displayed an error message. Subsequently, the programmer did not work normally. The programmer was returned for service. There was no patient involvement.